Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. Device received pump error 25 confirmed in pump history files and unexpected battery power loss is shown in power graph as a result of connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. The customer also reported that they did not receive the low battery alert prior to replace battery alert. No harm requiring medical intervention was reported. The device will be returned for analysis.